Event description:
It was reported that approximately eighteen hours into cassette use both pumps with no disposable alarms when same cassette was attached. No injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Catalog number and UDI number are unknown.